Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that pt called on (B)(6) 2022. She states that approximately 2 weeks prior, she had sudden pain in the same buttocks as her implanted battery when she was in a car. There were no signs of redness, swelling or temperature changes in the area. The pain radiates down the same leg. Pt is convinced that she is leaking ¿battery acid¿ into her wound and that is causing the pain. Dr's office notified that we need to evaluate in the office. Appt set for (B)(6) 2022. Information regarding another pt omitted.